Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon reports patient had a left total hip replacement back on (B)(6) 2013. Now patient had a fall and now has a peri prosthetic fracture. Surgeon decided to revise the hip to a restoration modular hip stem. The head and femoral stem were removed due to the fracture they were loose. Then cables were applied to get a reduction of the proximal femur. The restoration modular instruments and implants were put in per the surgical technique. A trial reduction was performed and stability was checked. At this point the surgeon implanted the final head and the surgical site was closed.